Event description:
It was observed during the device inspection, that the xenon light source bulb does not light. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Update to h6 component code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although the root cause of the suggested event could not be identified, it is likely that the lamp did not light up due to xenon lamp failure. Olympus will continue to monitor field performance for this device.